Manufacturer narrative:
Corrected data: corrections were made to sections and PMA/510k due to the initial report was inadvertently submitted with inaccurate information in these fields.

Event description:
Device 3 of 3: reference MFR. Report#1627487-2018-09730 , reference MFR. Report#1627487-2018-09729.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2018-09730, reference MFR. Report#1627487-2018-09729. It was reported during permanent implant procedure, the impedance values on all contacts showed high when connected to the ipg. Reportedly, diagnostics on the lead using an ins showed impedances were within range. As a result, replacement of the existing ipg resolved the issue during the same surgery.

Manufacturer narrative:
Corrected data: regulatory report: report subtype: the initial submission on device# 3- reference MFR. Report# 1627487-2018-09731 was erroneously submitted as a 5 day report instead of the intended 30 day. Therefore, we are not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Device 3 of 3 : reference MFR. Report#1627487-2018-09730 , reference MFR. Report#1627487-2018-09729.